Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of an overinfusion was not confirmed. Visual examination of the sample showed no signs of physical abnormality. An accuracy flow test was performed on the unit for 43.5 hours. At the end of the flow test period, the unit produced the following flow rate: calculated = 4.71 ml/hr, normalized = 4.83 ml/hr. The flow rate was found to be within the specification range (4.50 - 5.50 ml/hr) of the product. No root cause was identified. No repair was done, as this is a single-use device which will be discarded. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.

Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Event description:
Baxter (B)(4) received a report that one (1) ce infusor, lv 5 ml/h,device reportedly overinfused during patient use. The prescribed infusion time was 48 hours, and the duration of infusion 36 hours. The total fill volume is 240ml. The tubing was examined for air bubbles after fill. Flow verified at fill. There was patient involvement but no patient injury or medical intervention was reported along with this complaint. No additional information is available.